Manufacturer narrative:
(B)(4). An actual sample was received for an evaluation. Upon visual inspection, the injection site was separated from the female luer lock and the injection site's stem was found broken inside the female luer lock. The cause of this condition was undetermined.

Event description:
A customer reported to baxter (B)(4) of a catheter extension set that had the connection between the injection site and the female luer separated when it was touched. The event occurred during infusion. There was patient involvement; however, there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is available for an evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.